Manufacturer narrative:
Per tandem's t:slim x2 user guide: the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge with 270 units of insulin. Subsequently, the customer added 240 more units of insulin, which caused the cartridge to leak from the cartridge tubing due to the amount of insulin exceeding 500 units. The customer's blood glucose level was 174 mg/dl. Reportedly, the customer loaded a new cartridge successfully.